Event description:
Element sparked during procedure. Procedure was a lateral biopsy, they were using a rollerball electrode to contain bleeding. The sparks were where the cord plugs into the resectoscope. No pt. Injury or adverse effect.